Event description:
It was reported that during an attempted implant procedure, this left ventricular (lv) lead exhibited loss of capture. Subsequently, this lead was removed and a new lead was implanted. No adverse patient effects were reported.